Manufacturer narrative:
A field service technician confirmed the reported issue, checked that software version 3.20 was installed, replaced the flow sensor assembly, cleaned the device, performed a run-in test and functional test, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the hospital medical engineer (me) on the v60 indicating that the device operated without going into standby mode when it was put it into standby mode. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's product support engineer (pse) evaluated the device, confirmed that standby mode was immediately canceled even after being set, and found that the flow sensor assembly needed to be replaced as the flow sensor zero point was shifted to -3.2 standard liters per minute (slpm). A repair quote was sent to the customer for approval.